Event description:
Customer alleges discrepant results with meter compared to lab: date: "last week", lab: 5.2. Date: (B)(6) 2010, inratio: 1.3. After 5.2 result last week, the pt's coumadin dose was withheld for 2 weeks.

Manufacturer narrative:
Investigation pending.